Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the customer reported issue. Visual inspection of ventilator found no anomalies. The unit was powered up and passed the power on self-test (post). The data logs were reviewed and showed and erratic oxygen (02) readings. A low flow oxygen (02) reservoir had been connected to the unit. The cse replaced the oxygen (o2) sensor. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator displayed an alarm message that the fraction of inspired oxygen (fio2) had fluctuated from 0 to 60 percent. A low oxygen reservoir was used. The patient was transferred to another ventilator without harm.